Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine 10 mg/ml (unknown dose), bupivacaine and clonidine (both unknown dose/concentrations) via an implantable pump for spinal pain. It was reported the hospital physician requested the rep come read the patient's pump. There had been a magnet over pump since 11:00 pm thursday (B)(6) 2017 when a motor stall had occurred. The patient was receiving IV fentanyl. Per attending physician, the pump was turned to minimum rate. The hcp consulted with the pain service regarding turning the pump back up to therapeutic dose. No further information was provided. On 24-jan-2017, rep provided additional information indicating that it was not known if the patient experienced any symptoms related to the motor stall. A pacemaker battery had purposely been placed on the pump by the ICU physician or nurse to stop the pump on (B)(6) 2017 around 11 pm. The rep removed the magnet at ICU physician's instructions and the pump was turned to minimum rate.  The motor stall was considered resolved and the pump was turned back up by rep on 01/21/2017 to 0.8 mg/day of morphine (10 mg/ml) (clonidine and bupivacaine also in pump, concentration not known at this time) by instruction of ICU physician.  No additional information was available.